Event description:
"He had no real cardiac cause for this event. Naturally being anti coagulated as he was in the peri-operative period exacerbated his bleeding problems but this cannot be attributed to the device which was functionally normally." This cause of events was received on 9/9/96.